Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received via social media that the patient was experiencing foot weakness after an explant procedure. The patient underwent an unknown surgery to treat the symptom. No further information could be obtained.